Manufacturer narrative:
Concomitant products: product ID neu_ins_stimulator, serial# unknown, product type implantable neurostimulator; product ID neu_ptm_prog, serial# unknown, product type programmer, patient; product ID neu_unknown_ext, serial# unknown, product type extension. (B)(4).

Event description:
Additional information received reported the patient was fine as far as anyone knew. His first programming was in two weeks after report. Additional information received reported the patient was programmed on 2014-(B)(6) and the outcome was ¿fantastic and the patient was perfect.¿

Event description:
It was reported there was a lead/extension break or fracture. Contact 11 was severed when the lead cap was removed during the procedure. No action was required as a result of the event. The doctor thought the resident pulled too hard on the lead cap. The contact was so damaged that the surgeon removed the 11 contact and then connected it. The impedances of the remaining contacts were fine except the 11 contact which was 25,000 ohms. The contact was needed during stage 1 so the doctor wasn¿t overly concerned. Programming was in one month and so they hoped to confirm that all was well with the patient. The patient status at the time of report was alive with no injury and no patient symptoms were reported. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.